Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat pelvic varicose veins using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician successfully implanted two coils into the target location using the lantern. After advancing the ruby coil into the target location, the physician noticed via fluoroscopy that the ruby coil had become unintentionally detached inside the lantern. Therefore, the ruby coil was removed from the patient. The physician attempted to advance a guidewire through the same lantern and reported that the guidewire would not pass. The physician then removed the lantern from the patient and found that the lantern was kinked mid-shaft. The physician used a new lantern to implant five additional ruby coils. There was no report of an adverse effect to the patient.